Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The failure "head" can cause an unintentional pump stop. Therefore a report is required. A getinge field service technician (fst) was sent for investigation and repair on 2026-01-03. The failure could be reproduced. The pump belt was identified as defect. Further the belts for two other pumps were identified as defective. All three belts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. For the failure defect belt the most probable root cause was determined as overdue for replacement. Since the service interval of 12 months was exceeded as confirmed by the getinge field service technician on 2026-01-18. According to the hl 20 instruction for use chapter 10 maintenance requires that an inspection of the hl20 has to be performed in an interval of 12 months by authorized service personnel. The review of the non-conformities has been performed on 2025-12-24 for the period of 2019-09-16 to 2025-12-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-09-16. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. According to the hl 20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to "vario twin, hl 20 4-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.